Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's aunt reported via phone call that her nephew had a radio frequency programmable integrated circuit failed self test alarm. Customer's blood glucose was 170 mg/dl at the time. Customer was receiving the alarm every night at 10:01 pm. Customer has had this issue 6 times. Caller was advised that the insulin pump will be replaced.

Manufacturer narrative:
The insulin pump alarmed during the self test due to a faulty component on the radio frequency circuit board. The insulin pump was received with a cracked reservoir tube lip and minor scratches on the display window.